Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called to report issues with the pw not suctioning consistently - conducted a water test - unit was only able to collect less than 600 cc of water - reorder was already placed for kit replacement today - adv if new kit does not resolve issues with suctioning, then we replace the unit. Adv to cb to ts a 2nd time after new kit arrives.